Event description:
It was reported that the device had a partial reset. The programmed parameters were restored automatically from the backup memory and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a partial reset. The programmed parameters were restored automatically from the backup memory and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters, possibly caused by a bit flip in memory. After the reset, the device restored the programmed parameters from the back up eeprom and the device was functioning normally.